Event description:
A healthcare professional (hcp) reported a pt who has noticed speckles in the intraocular lens (iol) following iol implant surgery. The pt first reported decreasing vision and poor vision approx three years earlier. The hcp noted the speckles and glistenings in the lens two years ago. The hcp reported the pt has kera rings in both eyes and a few corneal problems. The hcp is planning on exchanging the iol. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).